Event description:
The customer reportedly received a 63mg/dl on the accu-chek advantage meter in comparison to the voicemate result of 113mg/dl. The customer received another discrepancy with a 179mg/dl accu-chek advantage meter result in comparison to the voicemate result of 313mg/dl. No reported symptoms. No reported actions taken or treatment given. No adverse event reported. New system sent to customer and return requested.